Event description:
Additional information received reported a magnetic resonance image (MRI), x-ray, or computed tomography (CT) scan showed the leads appeared stable and well positioned. The device was reprogrammed, which improved coverage. The cause of the event was not attributed to the implantable neurostimulator (ins), lead, extension, programmer, or recharger. It was reported there was no injury or hospitalization.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; recharger: model 37752, serial# (B)(4); programmer: model 37743, serial# (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. He did well with the trial, but with the permanent implant the leads were placed in the wrong location. The patient had seen manufacturer representatives for reprogramming 3 to 4 times, and nothing had helped. The patient wanted to discuss further reprogramming or possibly revising the leads. Additional information has been requested, but was not available as of the date of this report.